Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that during implant, the lead was difficult to position in the right ventricle having high thresholds and high impedances. It was decided to implant a longer lead in the ventricle. The lead was then attempted in the right atrium and again positioning difficulty occurred with the helix not seeming to "bite" into tissue. The lead was removed and a different lead was implanted in the atrium. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).